Manufacturer narrative:
(B)(4). The device manufacture date for this product is august 20, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a successful implant procedure on (B)(6) 2015, the patient's medication (coumadin) was inadvertently restarted resulting in a pocket hematoma. The surgeon evacuated the hematoma and the device was positioned backwards. The device and electrode were explanted due to significant erosion on (B)(6) 2015.